Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed red irritations under the electrodes. The patient also reported an allergy to cobalt metal. The patient reported that his doctor recommended a few different types of creams. The patient reported that cleaning the electrodes frequently was helping the irritation and that he would be trying a recommended cream.